Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: reportedly the size of the screw is incorrect. The incorrect sizes in the clips were 6mm and not 4mm. It was reported the screws were not retaining. This is 8 of 11 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Additional information from product received. Product was received and the investigation is on going.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The microscopical pictured showed that all retaining screw heads were indeed damaged to such an extend that proper holding was not ensure any more. We can only suppose that inadequate handling or a possible damaged screwdriver may have lead to these damages. No product fault could be detected.